Event description:
On (B)(6) 2026, a patient underwent a biopsy procedure using a senomark ultra breast tissue marker. After the procedure, a small piece was seen along the marker track, similar to the tail of the coil. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided biopsy procedure through soft tissue density using a senomark ultra breast tissue marker. After the procedure, a small piece was observed along the marker track, similar to the tail of the coil. No coaxial needle was used. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three photographs of an ultrasound image were reviewed. The ultrasound image shows that the breast contains a senomark coil shaped tissue marker. As reported in the complaint, the marker does not demonstrate the expected shape. Specifically, the tail of the coil appears to have broken and is separated from the rest of the marker. It appears to be located about 2 cm lateral to the rest of the marker, along the tract of the biopsy device. Based on the image review, the reported break can be confirmed. Therefore, the investigation is confirmed for the reported break as the tail of the coil appears to have broken and is separated from the rest of the marker in the provided image review. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.